Manufacturer narrative:
No product was returned. The cause of the pump suction was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The root cause of the groin damage, hemolysis, hematuria, bleeding, hemodynamic instability, thrombosis, fever, and ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient was placed on an impella cp for mechanical circulatory support. The case noted the patient had a left anterior descending (lad) stent placed. Decompensated stent thrombosis impella, heart non-pulsatile, pink-red urine output, and medication requirements were noted. Suction and volume issues, gastrointestinal bleeding, and groin drainage were also noted. The pump was repositioned after suction alarms were noted. Pedal pulses were lost after turning and repositioning. The left foot was mottled with absent distal pulses. It was determined to remove the pump the following day. Vascular injury requiring three units of red blood cells and vascular team was consulted. Significant inotropic support was needed. Seizure like activity and inability to escalate care/perform further diagnostics due to hemodynamic instability with movement. The patient became febrile, hypothermic, anuric requiring continuous veno-venous hemodialysis. Impella site ooze was noted and an echocardiogram showed severe anterior hypokinesis. The impella cp was removed and an intra-aortic balloon pump was placed. The impella was successful explanted due to complication and closure was successful.